Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer put more pressure on syringe and cartridge was successfully filled with insulin. Customer also reported that the insulin gauge was inaccurate. Customer reloaded cartridge and to resolve the issue. Customer's blood glucose was 188 mg/dl.